Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to flattened all button dome switch and no unlocked j2/lcd keypad connector. The device was unable to perform all functional testing or verify no communication anomaly due to buttons not responding. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The caller reported that they were unable to upload the customer¿s reports from the insulin pump to carelink. The customer¿s blood glucose during the incident was unknown. The caller was able to upload other customer¿s insulin pump. Troubleshooting was performed. The battery life was full. There was only a low reservoir alert and a low battery alert in the alarm history. They tried to upload again. They got to 1 percent but then the insulin pump would not respond. The insulin pump was returned for analysis.